Event description:
Per the clinic, the patient experienced a mild swelling around the implant area accompanied by pain and loud hearing sensation, leading the patient to stop using the device. Subsequently, the patient was treated with oral antibiotics for duration of 10 days (date not reported). The implanted device remains.